Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided). Customer administered correction bolus of insulin to address high bg. An attempt was made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.